Event description:
Brush head shoots into mouth...attachment heads fly in mouth - oral-b [device breakage] case narrative: a father via phone stated that his daughter's oral-b toothbrush attachment head shot off of the oral-b toothbrush and flew into her mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Brush head shoots into mouth...attachment heads fly in mouth - oral-b [device breakage] case narrative: a father via phone stated that his daughter's oral-b toothbrush attachment head shot off of the oral-b toothbrush and flew into her mouth. No injury was reported. 19-dec-2023 case update from information initially received on 29-nov-2023: the concomitant product was oral-b power oral care refills precision clean eb20. No injury was reported. 08-jan-2024 case update from information initially received on 29-nov-2023: the concomitant product lot was h406. No injury was reported.

Manufacturer narrative:
05-jan-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.